Event description:
A nurse reported that the customer was hospitalized for dka. It was indicated that the customer did not follow the two high bg rule. The customer did not have the pump at the time of call and troubleshooting could not be performed. Instructed the customer to call back for testing.